Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. The balloon was inflated using an encore inflation device. The balloon was inflated to rated burst pressure. The balloon was subsequently deflated in 2 seconds; this time is within the measurement. A visual and tactile examination of the device identified no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The device was soaked for 24hrs in a water bath at 37 degrees celsius to attempt to remove the product mandrel. It was not possible to remove the product mandrel after soaking. The shaft polymer extrusion was damaged in the attempt to remove the mandrel. Polymer extrusion kinks 91 mm and 111 mm distal from the distal tip. The pigtail mandrel was cut in order to track the device through a guide catheter. The device was tracked through a 5f guide catheter without issue. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the stent withdrawal difficulties were encountered and chest pain occurred. Vascular access was obtained via the femoral artery. The 2.75x30mm, 80% stenosed, concentric and de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After pre-dilatation with a 2*20 and 2.5x20 maverick balloon catheters, a 38 x 2.75mm promus premier¿ drug-eluting stent (des) was deployed at 17 atmospheres for 30 seconds however the stent failed to deploy. The balloon was deflated, however upon removing the device, withdrawal resistance was noted and patient then experienced chest pain. The device was removed intact with the balloon fully deflated and it was noted that the shaft of the device was kinked. The stent was not implanted and the procedure was completed by implanting two des stents overlapping in the lcx. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent withdrawal difficulties were encountered and chest pain occurred. Vascular access was obtained via the femoral artery. The 2.75 x 30 mm, 80% stenosed, concentric and de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After pre-dilatation with a 2*20 and 2.5 x 20 maverick balloon catheters, a 38 x 2.75 mm promus premier¿ drug-eluting stent (des) was deployed at 17 atmospheres for 30 seconds however the stent failed to deploy. The balloon was deflated, however upon removing the device, withdrawal resistance was noted and patient then experienced chest pain. The device was removed intact with the balloon fully deflated and it was noted that the shaft of the device was kinked. The stent was not implanted and the procedure was completed by implanting two des stents overlapping in the lcx. No further patient complications were reported and the patient's status was stable.